Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and tubing, tandem technical support was unable to perform a system check to determine a possible cause of occlusion. The customer indicated that further troubleshooting would be discussed with the diabetes trainer.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.